Manufacturer narrative:
Visual inspection performed by r&d project manager the spring ball plunger is came apart. It is possible this occurrence was influenced by variation in production/assembly however this cannot be confirmed. Evaluation of the solution on going. Batch review performed on 12 june 2019: lot 1754328: (B)(4) items manufactured and released on 12-mar-2018. No anomalies found related to the problem. To date another similar event has been reported on the same lot.

Event description:
During surgery, while the surgeon was changing the broach, the ball of the fixation mechanism fell out from the handle (no patient harm reported). The ball was discarded and not left in the patient.